Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was to receive an unknown drug via an implantable pump for an unknown indication for use. It was reported when attempting to connect the catheter with the connector and the connector was held, the collet came off from the connector. This occurred during the pump implantation procedure. It was stated an accessory kit was unpacked and the procedure was continued using the connector in the kit. There was no reported patient impact. Further complications were not reported or anticipated. Additional information was received. It was undetermined if any contributing factors to the collet coming off of the connector were identified. The product was discarded by the customer.